Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, scratched case and cracked reservoir tube lip.